Manufacturer narrative:
The instruments were evaluated at customer quality and the complaint could not be replicated or confirmed. The aiming arm (part 03.037.013, lot l282389, mfg 28-mar-2017) arrived with the locking clip (03.037.015, lot l291963) separate with the blade/guide sleeve (03.037.017, lot 9519303, mfg 08-june-2015) and buttress compression nut (03.037.016, lot 9446962, mfg 22-may-2015). The parts were functionally tested at customer quality and the buttress compression nut was able to be released from the locking clip as intended. There was not difficult or resistance. The root cause of the complaint is unknown. A visual inspection, drawing review, and device history record review were performed as part of this investigation. The returned instruments are part of the depuy synthes tfnadvanced (tfna) proximal femoral nailing system used for guided insertion of proximal fixation elements. Relevant product drawings were reviewed: aiming arm: buttress compression nut: blade/guide sleeve: appropriate steps have been taken to address the tfna aiming arms (03.037.013, 03.037.014, 03.037.114, 03.037.035, 03.037.135) jamming with the guide sleeve during application. Additionally, these steps were initiated in april 2016 for the blade guide sleeves exceeding specified dimensions due to bead blasting of the threads of the guide sleeve. As the device should no longer measure above step with this design change, it would also reduce the likelihood of jamming. The returned aiming arm was manufactured after the implementation of these steps and the returned blade guide sleeve measured to be in spec at 16.51mm. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. The root cause behind the difficulty to disassemble the devices is unknown as the complaint could not be replicated or confirmed. Although a definitive root cause could not be determined for the bending of the blade guide sleeve, several hammer marks were evident along the medial lip of the cannulation so it is likely that inadvertent attempts to disassemble the devices contributed to this complaint condition. The missing epoxy was investigated and does not require any additional investigation in this complaint investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Concomitant device reported: trochanteric fixation nail advanced, part number unknown, lot number unknown, quantity (1). Reporters phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: incorrect lot number provided, it is assumed that the correct lot number is 9446962. Therefore the DHR review was performed for part 03.037.016 with lot 9446962: manufacturing site: (B)(4). Manufacturing date: 22. May 2015 . No ncrs were generated during production of 03.037.016 with lot 9446962. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial surgery for a left femur using trochanteric fixation nail- advanced (tfna) system, the aiming arm, aiming arm locking device, buttress nut and blade/screw guide were stuck together when being disengaged. The surgeon felt technical difficulty to separate the devices. The surgeon was able to successfully dissemble the devices by force. None of these devices had any visible damages that could have led to this event. Procedure was completed successfully and the patient was reported to be in stable condition. There was a surgical delay of 1 minute. This complaint is for three (3) devices. Concomitant devices reported: helical blade (part number unknown, lot number unknown, quantity 1); trochanteric fixation nail advanced (part number unknown, lot number unknown, quantity 1). Third report is 3 of 3 for (B)(4).